Manufacturer narrative:
The concomitant products: carto 3: model# m-4800-01, serial # (B)(4); coolflow pump: model# m-5491-02, serial # (B)(4); stockert: model# m-5463-01, serial # (B)(4); pentaray nav: model# d-1282-02-s, lot# 15825879l. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib), the patient's blood pressure dropped. Tamponade was discovered by echocardiography. Pericardiocentesis was performed and 530 cc of fluid was removed. When the physician was attempting to cross the septum post procedure to look at the veins one last time, he "slided" up the septum and perforated the heart. The patient was stabilized and under observation and required hospitalization for 1 day. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an atrial fibrillation (afib), the patient's blood pressure dropped. Tamponade was discovered by echocardiography. Pericardiocentesis was performed and 530 cc of fluid was removed. When the physician was attempting to cross the septum post procedure to look at the veins one last time, he slided up the septum and perforated the heart. The patient was stabilized and under observation and required hospitalization for 1 day.